Event description:
It was reported that the hypothermia blanket leaked during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypothermia blanket leaked during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The actual device was not available for return. A device from the same lot was returned and evaluated with no defect found.